Event description:
It was reported that the patient underwent a spinal procedure to fuse l3-iliac to implant interbody device and fixation screws through posterior approach. The secondary surgery was performed to remove the l5 vertebral body and implant the vb replacement device by also posterior approach. During the procedure, vital signs were unstable and the patient had the significantly bleeding which required eight units of blood infusion. It took the surgeon approximately nine hours to complete the case. It was reported that the patient did not stop bleeding post op and perhaps, due to the massive amount of blood loss, the patient expired. The surgeon stated that there was no casual relationship between the implants and the patient's death.

Manufacturer narrative:
(B) (4): device history records of the device that was implanted were reviewed. No documentation was found that would indicate a non-conformance to specifications. Per the reporter, the reported event was not related to the device. However, it is unk if the device caused or contributed to the reported event, we are filing this report for notification purposes.